Event description:
Pt reported lancet device worked correctly for one week, however it now does not stick deep enough to provide an adequate blood sample. The lancet is currently set to the deepest skin penetration. Pt does not have original box with lot #. Pharmacy is currently dispensing lot # 080061. There is a high probability it came from this lot.